Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of front panel flickering with alarm was confirmed due to defective cr-board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high flow insufflation unit front panel flickers and the unit alarms. The event occurred during preparation for use, prior to a therapeutic cholecystectomy procedure. A similar device was used to complete the procedure with no more than a 15-minute delay. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the approved final investigation. And to correct section d9. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty main board could not be determined. Olympus will continue to monitor field performance for this device.